Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, driveline site care therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Driveline infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported via the clinical database that the patient was admitted to the hospital on (B)(6) 2015 for hematuria and fevers. Diagnosis of sepsis confirmed by positive blood cultures for (B)(6). It was felt that it was a pocket and driveline infection. Patient was started on 1300mg IV vancomycin every 24 hours on (B)(6) 2016 medication was changed to 500mg rifampin orally and was transferred to (B)(6) clinic on (B)(6) 2016. On (B)(6) 2016 the patient was taken to the operating room and had numerous washouts and debridement done. On (B)(6) 2016 the patient was changed to bedside wound vacuum changes. Current status of the patient at current time is unknown. No additional information available.

Manufacturer narrative:
After further review of additional information received describe event or problem, relevant tests/lab data, other relevant history, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes and additional MFR narrative have been updated accordingly. Correction: date of event. Additional information indicates that the patient was noted to have darker urine and pain in his back along with leukocytosis. Blood cultures were noted to be positive for gram-positive cocci. Because of the patient's recent history of (B)(6) in his tracheal secretions, the patient was started on intravenous (IV) cephalexin and vancomycin. Further information indicated that the patient's pocket infection and sepsis were noted to have been resolved on (B)(6) 2016. Driveline infection and sepsis are potential events that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. The physician indicated that he/she plans to switch the patient to oral minocycline prior to discharge. The primary investigator reported that the driveline infection was related to the hvad system and to the patient's condition and unrelated to the hvad procedure; while the patient's sepsis was related to the patient's condition and unrelated to the hvad system or procedure. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's pre-existing history of smoking and cardiomyopathy, driveline site care therapy and recent infection and complex medical course. In addition, it appears that a urinary tract infection may have been the source of the patient's sepsis. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.